Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-10198, 2017865-2023-10199, 2017865-2023-10200. It was reported that the patient presented to the clinic with redness and swelling due to pocket infection at the device site. When the physician cleaned the pocket, the left ventricular (lv) lead was found to be broken. The lv lead was explanted and replaced. The patient was prescribed antibiotics. The patient was in stable condition throughout the procedure.